Event description:
It was reported that the patient presented to the hospital for a scheduled follow up. Upon device interrogation, it was noted that the right ventricular (rv) lead exhibited crosstalk oversensing during atrial output stimulation resulting in ventricular pacing inhibition. No intervention was reported. There were no patient consequences.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
Correction: section b5 - the right ventricular (rv) lead was explanted.

Event description:
It was reported that the patient presented to the hospital for a scheduled follow up. Upon device interrogation, it was noted that the right ventricular (rv) lead exhibited crosstalk oversensing during atrial output stimulation resulting in ventricular pacing inhibition. The rv lead was explanted. There were no patient consequences.

Manufacturer narrative:
Correction- section b5: no intervention was performed as reported in the initial report 2017865-2025-87584.

Event description:
It was reported that the patient presented to the hospital for a scheduled follow up. Upon device interrogation, it was noted that the right ventricular (rv) lead exhibited crosstalk oversensing during atrial output stimulation resulting in ventricular pacing inhibition. No intervention was performed. There were no patient consequences.